Event description:
It was reported that during testing after pm, the cardiosave intra-aortic balloon pump (iabp) was observed with system failure on power up and observed fault code #58 and 124 prolonged fail safe. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).